Event description:
At completion of surgery, nurse activated toggle switch on pedestal of the or bed to raise the foot of the or bed to level. When foot of cart was level, nurse released pressure on toggle switch. Foot of or bed continued to raise. Or bed was unplugged and foot end continued to raise until it was at a 90 degree angle. Four staff members removed patient from the or bed to a gurney for safety. No injury to patient or staff.======================manufacturer response for surgical bed, amsco 3085 sp (per site reporter).======================the bed had a damaged switch. The hand control worked fine, but since the switch on the bed itself was damaged, when it was toggled, the switch locked on. Steris came to hospital and repaired the switch.